Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4). Investigation: the ventilator responded correctly to the situation. The evidence from the logs and the received photos show that the blue tube from the external flow sensor was not connected, which prevented the device from measuring flow properly. As a result, it generated alarms about disconnection and sensor failure, and then switched to pcv+ sensor-failure mode to maintain safe ventilation. This behavior demonstrates that the device worked as intended to protect the patient. The most likely cause of the problem was that the flow sensor was not properly connected, although other less likely factors such as kinked tubing, liquid in the sensor, or a sensor defect cannot be fully ruled out. Hamilton medical ag considers this case as closed.

Event description:
The following was reported to hamilton medical ag: "patient 75-year-old female intubated for iecopd (infective exacerbations of chronic obstructive pulmonary disease), hypoxia / seizure. Intubated at 11:55 and connected to hamilton ventilator. At 12:19 - ventilator failed - "external flow sensor error" - then patient disconnected and manual bvm commenced. Patient put on a second hamilton with no further issues. Minimal harm to patient and patient is currently ventilating fine on 2nd device." Original circuit/flow sensor/exp valve: available, still connected to the ventilator, but batch numbers unavailable (original packaging not found). However, after requesting more information, the customer stated that there was no patient deterioration noted at the time and no drop in oxygen saturations. Patient was disconnected from device and manually bagged until switching to alternative device which worked fine. Therefore, no health consequences or impact occurred. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet and so far, no device relation has been established.